Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer¿s allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus, that the evis lucera bronchovideoscope was used in combination with a quarrying balloon. After the quarrying procedure was completed, the quarrying balloon was removed, and an attempt was made to remove the guidewire, but a problem occurred in which the guidewire could not be removed. The guide wire could not be removed even if the forceps elevator of the scope was raised or lowered. Postoperatively, it was confirmed that the guide wire was stuck at about 8 cm from the tip of the scope. This was during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. The procedure was completed using the same set of equipment. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the guide wire (gw) protruded about 14 cm from the tip of the scope. The likely cause of the reported event is due to the operation of fixing the guidewire, the control section and the k-lever were quickly operated, or while the guidewire was fixed, the endoscope was forcibly inserted, forcibly bended, or a quick angulation operation was made. Then, it may have resulted in being caught with the gap accidentally. However, the root cause of the reported event is unable to be determined. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.